Manufacturer narrative:
(B)(4): the customer reported that device was failing the user initiated operational check when performed with paddles. The local philips service rep evaluated the device, confirmed the malfunction, and localized the issue to the processor pca. Replacing the processor pca resolved the issue. The device passed testing and was returned to the customer for use.

Event description:
The customer reported that device was failing the user initiated operational check when performed with paddles.